Event description:
Rv defib lead fracture (ring electrode) bipolar impdance greater than 3000 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).